Event description:
It was reported that the pt received inappropriate hv and atp therapy. The clinician contacted tech svs to inquire about the sudden onset algorithm. Initial diagnosis was svt and sudden onset eventually diagnosed vt. After this the pt received the shocks. Reprogramming changes were recommended.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.